Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in nozzle and blur in the image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the root cause of the residual foreign material remaining in the device could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: the blur in the image was caused due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.